Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.